Event description:
It was reported that while drawing up, the needle shaft disconnected from needle hub due to fault with needle, causing reconstitution to spill so unable to draw up required dose. It was reported that there was patient involvement but no reported patient harm.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.